Manufacturer narrative:
This supplemental report is being submitted to provide a correction. The customer allegation was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head image was black. It was unknown when the issue occurred. There were no reports of patient harm.

Event description:
It was reported that the camera head image was black. It was unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction and the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. Corrected fields: e1 (title updated to ms.). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus regional investigation center for the evaluation and reported problem of noisy image was confirmed. Based on the results of the investigation, the most probable root cause of the problem of noisy image was due to disconnection in cable unit which is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head image was black. It was unknown when the issue occurred. There were no reports of patient harm.